Event description:
A day or two after having a stent and coils implanted, the patient had a seizure. No other information was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have all spc pins 1, 2, and 3 not make good contact with the test strip. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on (B) (6), 2010 alleging that the onetouch ultralink meter is giving an error 4 message. The patient¿s diabetes is not managed with any medication. After the error 4 message began one month prior to contacting lfs, the patient reportedly maintained his usual diabetes management routine. On (B) (6), 2010 at 10:15 am, the patient reportedly administered self treatment with food and/or drink. The patient did not develop any hypoglycemic or hyperglycemia symptoms at the time of concern. At 10:25 am, the patient tested at ¿153 mg/dl¿ on another device. According to the troubleshooting performed with customer service, the error 2 message was not resolved although the testing technique was correct and the test strips were within the discard date. Replacement products were sent to the patient.there is no evidence that the patient suffered a serious injury due to the product issue. The patient took treatment and did not have any symptoms that would suggest severe hypoglycemia or hyperglycemia due to the product issue.